Event description:
It was reported that while pre-dilating an rca artery for an angioplasty procedure contrast media was observed standing in the artery. It was further reported that the balloon of this device burst shortly after the observation. There has been no claim of injury related to this event.